Event description:
It was reported that an alert for non-sustained lead noise due to myopotential oversensing was observed via remote transmission. The patient will be brought in clinic and programming changes will be made. No further information is available.